Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found on save to disk. Interrogation occurred too far beyond explant date. Impedance data granularity not sufficient to diagnose any impedance problems - i.e. Daily measurements are past explant date and are therefore meaningless. (B)(4).

Event description:
It was reported that there was low and elevated impedance, decreased r wave, high threshold and damaged right ventricular (rv) lead. It was also noted the lead was damaged at the proximal portion. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.